Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found no anomaly. Analysis of the catheter serial number (B)(4) found catheter body slice/cut. Analysis found no anomalies inside the cup of the catheter. (B)(4).

Event description:
It was initially reported the patient died on (B)(6) 2014. The patient was discharged from the hospital post-implant, went home, and was found dead a little over a day after the implant surgery. The cause of death was unknown as of (B)(6) 2014. The patient had other comorbidities of an enlarged heart, risk for arrhythmias, hypertension and obesity, but no deep vein thrombosis. The pump had been used to deliver prialt/ziconotide. The daily dose was listed as 1.2 micrograms per milliliter. It was noted the catheter was nicked at explant. It was later reported the enlarged heart, hypertension, and obesity were not related to the device or therapy. The cause of the death was still unknown at the time of the report. It was reported there was no nick in the catheter. The death was not device related. It was reported there were blood pressure problems during the middle of the case. Additional information received on (B)(6) 2014 reported the pump therapy was to treat pain. The patient died suddenly during sleep on the side in bed two days after implantation. There was no evidence of infection. The relatedness of the death to the device was unknown. Device analysis was requested to have the device examined for defects.